Event description:
Adverse event(s): "none reported" (no known impact or consequence to pt). Product problem(s): "intermittent footswitch response" (device stops intermittently). A nurse reports intermittent footswitch response and the case was delayed. Additional info had been requested.

Manufacturer narrative:
Although the returned sample has been received, the investigation has not been complete. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).